Event description:
It was reported that the patient had been exposed to a 15 second MRI ¿scout¿ which was discontinued because the patient described a vibrating feeling at the implantable neurostimulator (ins) site. It was noted that no other symptoms were reported and no heating could have occurred because the patient was not in there long enough. It was reported that the MRI was started because the patient didn¿t inform the healthcare professional that she had the device. The MRI was for the thoracic spine and was not related to the implant or therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0223z, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).